Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped and replaced prior to the patient's death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery drained too early. It was further reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The ipg was explanted and replaced. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient passed away during the night of date of implantable pulse generator (ipg) replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was previously capped and replaced. It was also reported that patient passed away during the night of date of implantable pulse generator (ipg) replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery drained too early. It was further reported that the right ventricular (rv) lead exhibited high thresholds. The ipg was explanted and replaced. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.